Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) distal conductor blood/body fluid (not obstructed) although this is normal for this type lead. No other defect or damage was noted.

Event description:
It was reported during the implant procedure that the lead was not used due to positioning difficulty and blood ingress. The lead was not implanted. No patient complications have been reported as a result of this event.